Manufacturer narrative:
(B)(4). H3 other text : device returned but not evaluated as analysis would not be able to confirm the complaint nor determine a potential root cause.

Event description:
It was reported that the sensor deployed on its own. Product was returned but not investigated as analysis would not be able to confirm the complaint nor determine a potential root cause. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.